Event description:
It was reported that pacing impedance and capture thresholds were higher than the normal range and sensing had dropped on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2023 and replaced. The patient was stable.